Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after ten minutes of use it starts to alarm over temperature. There was no patient involved.

Manufacturer narrative:
D4 was corrected. UDI related data quality updates only.

Event description:
Additional information was received: the device fault was discovered during preventive maintenance. The event date was 05-oct-2023.